Event description:
Healthcare professional reported a xen®45 gts event described as three weeks post-op xen was exposed outside of the conjunctiva. Two stitches were places near the xen implant, no obvious intraocular infection was observed and doctor plans to explant xen as a means of reducing the risk of an infection.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of exposure is a known potential adverse event addressed in the product labeling.